Manufacturer narrative:
(B)(4). The insulin pump was received without a bottom end cap. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump fell off and got damaged. The customer¿s blood glucose level was unknown. The insulin pump was returned for analysis.